Event description:
Boston scientific received information that the day following left epicardial lead placement, this right ventricular (rv) lead exhibited loss of capture, increased thresholds and decreased r-wave amplitude. A chest x-ray was done and revealed the lead had dislodged and pulled back approximately 2 cm from the original position. That same day, a lead revision procedure was performed and this lead was successfully repositioned and defibrillation threshold (dft) testing was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.